Manufacturer narrative:
The strip vial was discarded.

Event description:
The customer mentioned she had a stroke on (B)(6) 2015. She stated her last coaguchek xs meter (serial number (B)(4)) result was 1.1 inr on (B)(6) 2015 at 2:00 pm. Her sister drove her to the hospital and then she was taken by ambulance to a different hospital and admitted. An MRI was done and it showed "bleeding of the brain and also diagnosed bell's palsey". The lab results at the hospital were 4.1 inr at 4:00 pm and 5.1 inr at 10:00 pm. It is not known what reagent the lab was using to determine the inr results. She received an IV for dehydration at the hospital and she was released the next day. There were no changes made to the customer's medication. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She did not report any special or unusual diet. The customer's therapeutic range is 2-4 inr. The suspect product was requested to be returned and the replacement product was sent. However, the strip vial has been discarded and is not available for return.